Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a recorded low of 40 mg/dl after announcing a meal and self-treating before glucose dropped below 70 mg/dl. The user reported over-treating, followed by insulin pausing behavior that contributed to algorithm overcorrection and a subsequent low event lasting about two hours. Symptoms included nausea, shakiness, delirium, and foggy vision. The user self-treated with oral carbohydrates. No outside assistance or medical intervention was required. No long-term health effects were reported.